Manufacturer narrative:
Initial.

Event description:
It was reported that the patient unintentionally navigated to the fill tubing function while preparing to eat, with the infusion set and tubing connected, and the caregiver disconnected the set from the body before completing the fill, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as hospitalization, emergency treatment, or device alarms. Investigation included troubleshooting and user education performed by support, confirming that the tubing fill was completed only after disconnection from the body. Investigation of this case revealed user error related to unintended navigation and workflow, with the device and infusion set functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to unintended access of the fill tubing feature.